Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg was explanted and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.